Event description:
The technician alleged that the slide bracket mounting screws that hold the side rail in place came loose and fell out, which caused the side rail to fall off the bed. No injury reported. Ref. MFR 3006697241-2013-00142.